Manufacturer narrative:
An event of device embolization three weeks after the implant procedure was reported. The device was returned to abbott for investigation and the device met visual and dimensional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.h6 health effect - clinical code: code 4582 removed.

Event description:
It was reported that on (B)(6) 2023, a 5mm by 2mm amplatzer piccolo occluder was successfully implanted. 4 weeks later, it was reported that the device embolized. The patient was referred for surgical retrieval of the device. Subsequent to the initially filed report, the following information was received that the device was placed intraductally. The following day after the procedure was performed, it was observed that the device was still in the original implant position. About three weeks after the device was implanted, the patient experienced apnea and bradycardia. An echocardiogram was performed, and it was observed that the device had partially migrated into the aorta. After the device migrated, it was causing a partial obstruction of blood flow. The device was surgically removed on (B)(6) 2023. The patient was reported as stable and discharged.

Event description:
It was reported that on (B)(6) 2023, a 5mm by 2mm amplatzer piccolo occluder was successfully implanted. 4 weeks later, it was reported that the device embolized. The patient was referred for surgical retrieval of the device. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.